Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient's stimulator quit working and it went dead all of a sudden. Manufacturer representative told patient to leave ins recharger plugged in overnight. The ins was still dead. Programmer was showing poor communication screen. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep stated that she met with patient and determined that coupling and charging problems were caused by the patient recharging with the antenna upside down. The rep stated the issue was due to patient error and has been resolved. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient. It was reported that there was poor coupling with recharging. The caller stated that they can¿t get the ins to recharge anymore, and it has gone completely dead. They noted that the patient was sent a new recharger, and that still didn¿t work. The caller said that the coupling boxes fluctuate between 4-6. They noted that it is taking too long to recharge, noting that they can recharge for 6 hours, and only ¼ of the battery will be flashing. The caller wants a manufacturing representative to meet with the patient to educate them on how to use the device. They mentioned that with the patient¿s mental state, they don¿t have a clue. The caller clarified that the patient¿s mental state was not related to their device or therapy. The caller stated that no one is taking the time to explain to them how to use the device. They indicated that the one time they met with a manufacturing representative, the patient was so confused. They added that now the manufacturing representative isn¿t even returning their calls. Patient services sent an email to manufacturing representatives to reach out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that to resolve their issue, they received a new recharger. No further issues were noted or anticipated.